Event description:
Healthcare professional reported for left side, "bleeding appeared on her pectoralis major muscle during this operation . . . The bleeding already stopped, the hematoma was improved by aspiration" and later added a "recurrence of breast cancer; axillary metastasis"; these events were determined to be not device related. Healthcare professional later reported a "capsular contracture iii". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.